Event description:
It was reported that an external fluid leak was observed from an ak 96 machine prior to use for therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The machine was reported to be inspected on site; however no information was provided. No device analysis could be completed. Should additional relevant information become available, a supplemental report will be submitted.